Event description:
It was reported the patient's pump had not worked for years. There was no reason given. The pump "used to have morphine" in it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).